Event description:
Found 2 loose and intermittent connections at power cord receptacle, on power supply circuit board. This is the 3rd unit found with this problem. Reported 2 previous incidents to spacelabs.